Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an error code. Patient involvement unknown.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Tamper seals were not broken or removed. Visual inspection noted no damage to the device. Review of the error history log found "lec 1310" message on the pump display. Functional testing duplicated the "lec 1310 error" issue during the investigation. Lec 1310 was user error and device used improperly cause message displayed error code. Recommended lec 1310 to be cleared error code. Root cause was attributed to user error and the device being used improperly caused the error message. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Cleared the error code.